Manufacturer narrative:
During investigation of the charger for an unrelated issue, a reportable malfunction was found. Upon investigation the battery charger was unable to charge a battery pack. The failure was due to corrosion on the battery board. The root cause for the corrosion could not be positively identified lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.